Event description:
It was reported that pump displayed a minimum fill notification while customer was loading new cartridge with insulin remaining in previous cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer loaded new cartridge, successfully resumed insulin delivery, and requested cartridge replacements, and no additional issues were reported.